Event description:
Letter from an attorney at law. Alledged broken ankle in two places, on two different occasions. Date of letter 12/18/97. Co logs every phone call message. No record of any calls from pt. No complaint opened, as co was not informed of this alledged incident.